Event description:
It was reported that the weld on the litter frame at the fowler ball screw assembly bracket is broken. No adverse consequence reported.

Manufacturer narrative:
Actuator fowler and cover.